Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. D4: additional device information was updated. G4: date received by manufacturer . G7: type of report, follow-up number . H1: follow up type . H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. One certain® titanium hexed screw (iuniht) was not returned for investigation. No visual evaluation was performed. Pre-existing condition noted on the per was moderate bone density type ii. The devices had been placed on tooth #15 (fdi) for approximately 10 years. X-ray or picture images were not provided. Device history record (DHR) review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (iuniht) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, the screw malfunction could not be verified since the product was not returned and "loosening" event could not be verified, as a result.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided. Product not returned.

Event description:
It was reported that the patient came to medical center due to crown loosening and mobility of implant. When checking the implant, doctor noticed that the internal implant hex was damaged and the screw was loose.